Event description:
It was reported that dosing on the ilet stopped when the user¿s continuous glucose monitor (cgm) readings were unavailable, which was traced to the user starting a freestyle libre 3 plus sensor in the wrong app and the sensor being in use by another device; the user applied a new sensor, was guided through correct pairing, entered warm-up, confirmed glucose via fingerstick, and subsequently had cgm reads on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem linked to an improper procedure for cgm setup and sensor association to another device, with no component-level failure and no applicable device subassembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.